Event description:
During an unspecified attempt to resuscitate a pt, the device displays blanked and the operator "was not able to get it (the device) to work at all".

Manufacturer narrative:
A subsequent factory evaluation of the replaced systems pcb assembly observed intermittent loss of ctr horizontal display due to failure of capacitor, c102.